Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. A unit carton returned with its shrink wrap. The shrink wrap was open at the top of the carton. Indentation lines visible on the top of the unit carton at the back. The outer blister was returned with the tyvek lid partially removed. One side flange/lip of the outer blister was broken. The broken flange/lip remained attached to the tyvek lid. There is evidence of cracks on the blister. There is evidence of a good seal on the outer blister. The inner blister was returned with its tyvek lid intact. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal on all four side flanges. The returned device was unremarkable. The inner blister was returned with its tyvek lid intact. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal between the inner blister and the tyvek lid. The returned device appears unremarkable. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation for this event is required at this time.

Event description:
The customer reported that when the package was opened in theatre, one of the inner layers was cracked. The outer layer looked undamaged and the sterile inner layer was intact. Another device was used to complete the case.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the package was opened in theatre, one of the inner layers was cracked. The outer layer looked undamaged and the sterile inner layer was intact. Another device was used to complete the case.